Manufacturer narrative:
We have contacted the initial reporter to request add'l info. This MDR includes all pt, event, and device info davol has received to date. Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time.

Event description:
On (B)(6) 2000: right inguinal hernia repair with bard kugel patch implant. On (B)(6) 2010: surgery to remove scar tissue near mesh.